Event description:
It was reported that a malfunction occurred with the pump, displaying malfunction code 12. Customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer administered a correction bolus via the pump and did not require third-party assistance. The customer was advised to continue using the pump and to report any further issues if they arise.